Event description:
Harmonic har1136, lot# x70545, od [redacted date] tip noted by surgeon [redacted name] intraop peice separating, but intact per surgeon removed from field to slm after use/ unit to materials. Staff responded appropriately. Item removed from the field. Item brought to materials manager to contact company regarding malfunction.